Event description:
It was reported that the customer's insulin pump alarmed several times and insulin squirted out during the manual prime process. It was stated that the customer changed the reservoir and infusion set. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked display window corners, battery tube threads, reservoir tube lip, lcd window, and missing end cap sticker.